Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-sep-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product chemical test was conducted on the returned sample, all the tested items met product specification, no product deficiency was confirmed. Device history review (DHR) was completed, and the reported lot was deemed acceptable for release. 'Cup cracked' is a known issue caused by the design of the device. Investigation results indicate this is a confirmed deficiency, but no escalation was required at present since no adverse trend was identified. There is no indication that if the event were to re-occur it would cause injury to the patient. The performance of these devices will continue to be monitored through tracking and trending processes. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a user had an issue with the consept 1-step (300 ml x 3) solution, where two oxycup containers cracked and leaked solution within a week of use. These containers developed significant longitudinal cracks on their sides. Despite noticing that the oxycup solution had decreased by half, the user continued to wear their contact lenses. Subsequently, the user experienced vision difficulties after wearing their contact lenses and sought medical attention at an eye clinic. The ophthalmologist diagnosed eye injuries and advised the user to immediately dispose of both the lenses and the case. The ophthalmologist prescribed two eye drops (specific details are unknown). The user's eyes have recovered. No additional information was received.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: a specific date was not provided as it was indicated that the date is either (B)(6) 2023 or (B)(6) 2023. Section d6a - implant date: not applicable. The product is not an implantable device. Section d6b - explant date: not applicable. The product is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.